Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies or finish with manual supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm was due loose connections, the hp said that he did not make sure the connections were tight when setting up. The hp said that he double checks all connections to make sure they are tight now before starting. The hp verified that there were actual disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident; he had informed his nurse of the situation. The hp stated that he is doing fine and continuing therapy without issues.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) which occurred during dwell was not confirmed; however, per the complaint information, the root cause of the se 2240 was determined to be use error due to air being sucked into the disposable because there was an open clamp on an unused supply line. A review of the labeling found it to be adequate for the use error(s) identified during the complaint investigation. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.